Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a labeling issue was noticed. A 2.50 x 16 mm taxus element stent was implanted in the right coronary artery (rca) and after implantation of the stent, it was noticed that the actual length of the stent was longer than what was labeled on the box on the device. The physician measured the length of the stent delivery balloon with another balloon and the stent delivery balloon was believed to be 20 mm in length. The taxus element stent was successfully implanted with no patient complications reported with the patient's current condition listed as "normal".